Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v010603, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing an infection. It was indicated that the area of infection was the components of the system and mentioned the one that was in the brain; however, the patient then said it was the whole system. It was stated that there was discharge from the lead incision site in the brain, and it was the whole system on the left side. The infection occurred 1-2 months after implant. The patient was given both intravenous and oral antibiotics and they had a total system explant. Indication for use was parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.